Event description:
Otolaryngologist who has been involved with the device review process for this device has "serious" concerns regarding the lack of long-term risk data on this device when used for repeated treatment of recurrent ear infections. Dr is also concerned that the device is being aggressively marketed toward non-surgically trained pediatricians and parents. Reporter states in his conversations with the MFR rep, the co plainly admits to not having data on the long-term effects of this procedure. There is no long-term safety data.